Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open abdominal hysterectomy, at the end of the skin closure using a sub cut closure, the thread of the suture broke. New suture was used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open abdominal hysterectomy, at the end of the skin closure using a sub cut closure, the thread of the suture broke. 2 sutures with same lot number broke directly after each other. New suture was used to resolve the issue in order to complete the case. There was no patient injury.